Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot the 840 ventilator reported issue with the customer over the telephone. The customer was advised to replace the breath delivery (bd) printed circuit board (pcb). The customer acknowledged, and will call back should further assistance be required. (B)(4).

Event description:
It was reported by a customer in the USA that, the 840 ventilator stopped cycling. There was no patient involvement.